Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 46 mg/dl. The customer was transported via ambulance to the emergency room (ER). Bg was 120 mg/dl upon arriving in ER. The ER doctor suspected that the pump basal setting was too high and was the cause of the low bg. The basal setting was adjusted. After 2-3 hours, the customer left the emergency room (ER) feeling better.